Manufacturer narrative:
Compromised force sensor error system alarmed during prime/compromised force sensor error system alarm and motor error alarmed during basic occlusion test due to moisture damage noted in fsr. Pump passed displacement test. Pump passed displacement test. Motor tested ok.

Event description:
The customer reported via phone call that they had motor error alarm on insulin pump. The customer's blood glucose was 3.2 mmol/l. The customer stated that the drive support cap was normal. Assisted with performing displacement test. Test result was passed. The product was returned for analysis.